Event description:
It was reported that during a procedure the laser system displayed an error indicative of a system malfunction. The system was no longer able to be utilized, and the physician completed the case with turp (alternative surgical procedure). There was no report of a pt injury.

Manufacturer narrative:
The laser was serviced at the facility. The suspect component was removed and replaced. The laser was released for use. The component was returned and the analysis disclosed moisture collected on internal resonator components damaging optical surfaces and diminished optical performance resulting in laser malfunction. Records reviewed indicated that preventative maintenance (pm) had not been performed per manufacturer specifications. Manufacturer recommendations for preventive maintenance servicing is addressed in the operators manual provided with each laser shipped. Root cause of the reported event was due to not following the recommended preventative maintenance which contributed to the optical damage.